Event description:
Hcp reports the pt presented in 2004 complaining of the pump alarm sounding along with a return of symptoms and some withdrawal. The pump was interrogated and found to have a reservoir volume of 1.7ml. The last refill was performed in 2004. 15ml of medication was aspirated from the pump. The pump was then refilled and reprogrammed. The pt was reported to have recovered without sequela.